Manufacturer narrative:
Patient country: france. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. Request was performed for additional information including serial number; however, serial number was not provided. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6).

Event description:
It was reported that the patient faced an event where the infusion set fell off on (B)(6) 2026.